Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect uim has been returned to carefusion and a evaluated the uim and duplicated the reported blank screen. The root cause of the reported issue was isolated to a lcd cable not connected.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen intermittently goes blank during start up. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The cable was found to function normally.